Event description:
The pt's mother reported that the pt was hospitalized due to an infection around the implant and magnet site. The pt had a previous history of recurrent cholesteatoma in her implanted ear. No other info is available at this time.